Manufacturer narrative:
Cmp-(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04111. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip revision approximately one month post-implantation due to dislocation. During the procedure, the patients original acetabular shell lacked a significant anteversion and almost no bone was removed when the existing cup was explanted. The bearing, cup and head were removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The active articulation bearing is not compatible with the shell implanted in a previous surgery. Per IFU the components are intended for use with either primary or revision hip arthroplasties where all devices associated with the wear couple are removed and replaced" as the shell was not removed during the revision procedure, the bearing and shell are not compatible. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent right hip revision approximately one month post-implantation due to dislocation. During the procedure, it was found the head had disassociated from the poly bearing. The patients original acetabular shell lacked a significant anteversion and almost no bone was removed when the existing cup was explanted. The bearing, cup and head were removed and replaced. Attempts have been made and no further information has been provided.